Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed conducting pms and all the 8100 units were failing rate accuracy by .2grams. I asked about the setup they were using. They have new rate cal sets, but the IV bag was not at the recommended height of 20 inches. I let him know that this is possibly the failure due to head pressure. Biomed corrected the height of the bag and the 8100 units passed rate accuracy.